Manufacturer narrative:
Multiple attempts to attain additional information were without avail. If new information is received in the future, the event will be reopened and updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) may be contributing to high, out-of-range pacing impedance. The device system remains in service but is scheduled to be revised shortly. No adverse patient effects are reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available the event will be updated and an updated report will be submitted.